Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the catheter was being placed, leakage was discovered between the catheter and hub. The procedure was completed with another device, and there were no injuries or additional procedures reported.